Event description:
Operative procedure performed: right canal wall down tympanomastoidectomy with facial nerve monitoring.the nerve integrity monitor (nim)was assembled and calibrated. Two sets of electrodes for the nim were placed on the patient. The upper division of the nim did not appear to respond despite replacing the electrode with a new set. The lower division responded satisfactory to stimulation. The physician stated the nim was adequate for the procedure. The procedure began and as dissection was carried down into the mastoid tip. The nim stimulator responded and the area was carefully dissected. It was found that there was an injury to the facial nerve. With careful dissection, the bone was removed inferiorly and superiorly to the nerve. This verified that the nerve was injured in its descending course. It appeared that the facial nerve had a much more lateral course then what had been anticipated. Another physician that specializes in facial nerve injury was contacted and it was determined that this physician would evaluate the patient rather than repair the nerve at the site. The remainder of the procedure went as planned and after the procedure was completed, the nim, electrodes, and packaging were sent to biomedical engineering.biomedical engineering evaluation:the top set of electrodes appeared not to be working (two sets of electrodes were used with the same result). Patient's facial nerve damaged during the procedure. Biomed tested the nim and the unit was working correctly. Stimulus output measures low, pp.6-6 step 8, stimulus output set to 2.0ma, ma measured = 1.93 (allowable 1.98-2.0); step 9 output set to 1.0ma, ma measured .94ma (allowable 0.99ma-1.01ma). Step 12 verify pulse=14.0v +/-1.0, actual voltage measured 12.8v. Tested continuity of patient wires sent with unit and tested okay. Manufacturer brought in replacement unit and nim unit remains at this facility. Manufacturer was requested to come to site to evaluate device as this facility will retain device.the patient went to another facility for nerve damage consult and no further information is available.

Event description:
Operative procedure performed: right canal wall down tympanomastoidectomy with facial nerve monitoring.the nerve integrity monitor (nim)was assembled and calibrated. Two sets of electrodes for the nim were placed on the patient. The upper division of the nim did not appear to respond despite replacing the electrode with a new set. The lower division responded satisfactory to stimulation. The physician stated the nim was adequate for the procedure. The procedure began and as dissection was carried down into the mastoid tip. The nim stimulator responded and the area was carefully dissected. It was found that there was an injury to the facial nerve. With careful dissection, the bone was removed inferiorly and superiorly to the nerve. This verified that the nerve was injured in its descending course. It appeared that the facial nerve had a much more lateral course then what had been anticipated. Another physician that specializes in facial nerve injury was contacted and it was determined that this physician would evaluate the patient rather than repair the nerve at the site. The remainder of the procedure went as planned and after the procedure was completed, the nim, electrodes, and packaging were sent to biomedical engineering.biomedical engineering evaluation:the top set of electrodes appeared not to be working (two sets of electrodes were used with the same result). Patient's facial nerve damaged during the procedure. Biomed tested the nim and the unit was working correctly. Stimulus output measures low, pp.6-6 step 8, stimulus output set to 2.0ma, ma measured = 1.93 (allowable 1.98-2.0); step 9 output set to 1.0ma, ma measured .94ma (allowable 0.99ma-1.01ma). Step 12 verify pulse=14.0v +/-1.0, actual voltage measured 12.8v. Tested continuity of patient wires sent with unit and tested okay. Manufacturer brought in replacement unit and nim unit remains at this facility. Manufacturer was requested to come to site to evaluate device as this facility will retain device.the patient went to another facility for nerve damage consult and no further information is available.